Manufacturer narrative:
This report is submitted on october 26, 2023.

Event description:
Per the clinic, the device was explanted (date not reported) due to medical reasons. Additional information has been requested but has not been made available as of the date of this report.